Event description:
Add'l info rec'd from MFR 9/29/04: the etiology of this pt's death cannot be determined from clinical course nor rom the autopsy findings, but does not appear to be secondary to the endovascular graft or procedure.

Event description:
Pt admitted in 04/2004 with aortic aneurysm. Pt met criteria for cook zenith aaa stent graft. Pt tolereted procedure well and discharged 05/2004. Readmitted 05/2004 with fever abd pain and respiratory distress. Pt developed vomiting, coded and died.